Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a deltec® gripper plus® safety needle was blocked from accessing the huber needle safety and placed the nurse at risk of a needlestick. It was observed that the safety component seemed to be soldered. The issue was observed during needle removal at the end of a chemotherapy perfusion for 60 to 90 minutes. No patient or clinician injury was reported. See MFR: 3012307300-2017-00911 and 3012307300-2017-00913.